Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric, 90% stenosed, de novo lesion in the distal left circumflex. The 2.0x15mm mini trek rx balloon dilatation catheter (bdc) was advanced for pre-dilatation and experienced some resistance with the anatomy during advancement. The bdc was inflated and ruptured during the first inflation at 14 atmospheres (atm). A non-abbott device was then used for pre-dilatation and a xience prime stent was implanted. Post-dilatation was then performed with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw elite ii; guide cath: launcher 6f ebu3.5. Incorrect prep (device prepped inside patient). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have caused or contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU) states to remove all air from the syringe or inflation device. Reconnect the syringe or inflation device to the inflation port of the dilatation catheter. Maintain negative pressure on the balloon until air no longer returns to the device. In this case, this step is to be performed prior to entering the anatomy. Based on the reported information the balloon rupture likely resulted from interaction with the calcification and not the preparation of the device inside of the anatomy.